Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower experienced a problem in which an unexpected error occurred during transaction recording, resulting in a sign-out. This incident resulted in a delay in patient care, although it was confirmed that there was no patient harm. No adverse events or injuries were reported as a result of this incident.

Manufacturer narrative:
E.1.initial reporter state: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis experienced an unexpected error while attempted to remove medications for a patient. A technical support specialist found that no issue on the debug log, and database was bloated over 10 gb, shrunk down to 7.5 gb to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.